Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a problem with the stimulator which began occurring in (B)(6) 2016. It is supposed to be in the lower back by the buttock, but it had moved in the last several months. Now it was right next to (close) the patient's spine and it was causing pain. The patient had a fall, but she didn't think that the fall was that bad. She hit her foot more than anything. The patient had to do more work than she was able to do. She had to mow her own lawn and every time that she did, her back would hurt so bad. The patient was disabled and couldn't do anything repetitive, like mowing the lawn. It is constantly swollen by the battery and the spine and anything that she does upsets it. The patient goes to therapy to try and help with her back, foot, and leg. She has been going to therapy for 3 months. They noticed that the stimulator was not that close to her spine when she first started going and she has done massage and therapy in the pool. The patient had gone to the emergency room because she was in so much pain because her sciatica was constantly going off. They took an x-ray and they said that the stimulator was very close to the spine. The patient was told that she had strained her muscles along the spine and it was swollen. In the two weeks prior to the report, the patient's calf started burning like it was "on fire." The patient mentioned that her legs look like skittles (blotchy). The stimulator helped that and the circulation. A couple of months back, the modeling of the legs came back. The therapist had told the patient that the burning in the legs was her getting more nerve damage and the complex regional syndrome spreading. It was noted that the patient has had five surgeries on the right foot and complex regional pain syndrome in the foot up the legs and into the back. She is also disabled.

Event description:
Additional information received from the consumer reported they didn't know why the stimulator moved, however they did do their "lawn care a few times which was very hard on them and painful along with taking care of their ill father." The consumer started therapy the beginning of (B)(6) in 2016 to try and help with their back, foot, leg, "crps or rsd," balance, and pain which included being in the water, traction, massaging, taping, and "voltaren gel" to help with the swelling. It was noted therapy wasn't anything that overstressed their body and the therapists were very gentle with them but shortly after going to therapy they had increased swelling in their back and around the stimulator, along with increased shooting pain and spasms. The issue wasn't currently resolved and the "mottling" on the right leg was getting worse and the left leg was starting to show some mottling. It was further reported there was some nerve damage in the calf of the left leg which had been "burning like it was on fire." Surgery was scheduled for (B)(6) 2016 to have the whole device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.